Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they had high blood glucose level. The customer¿s blood glucose level was 500 mg/dl at the time of incident. The customer reported that the pump alarmed no delivery and changing set also did not resolve the issue. The high blood glucose level was treated with pen. The customer was advised that the device would not be replaced.